Event description:
It was reported that the patient presented for for follow up after inappropriate atrial tachycardia response (atr) due to loss of capture of the left ventricular lead. No further information was available.

Manufacturer narrative:
Reference: voluntary medwatch report # mw5148779.